Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic with hypotension and their heart rate was periodically around 40 beats per minute. The implantable pulse generator (ipg) remains in use and follow up with the physician stated that no intervention has occurred. No further patient complications have been reported as a result of this event.